Event description:
This supplemental report is being filed to provide additional information that the patient had inappropriate shocks due to oversensing of noise via a change in the intrinsic complexes. During office testing, the device failed sensing in the primary vector when the patient was supine. Technical services advised to try increasing the conditional shock zone to help mitigate. There were no additional adverse patient effects. The system remains implanted. It was reported that the patient had two inappropriate shocks, one in november and the other in january, both while exercising. The shocks were due to oversensing via noise and reduced intrinsic amplitudes. Technical services advised to x-ray the system. Also, the smartpass feature had programmed itself off due to decrease amplitude intrinsics. This is normal function. There were no additional adverse patient effects. The device remains implanted.

Event description:
It was reported that the patient had two inappropriate shocks, one in november and the other in january, both while exercising. The shocks were due to oversensing via noise and reduced intrinsic amplitudes. Technical services advised to x-ray the system. Also, the smartpass feature had programmed itself off due to decrease amplitude intrinsics. This is normal function. There were no additional adverse patient effects. The device remains implanted.